Event description:
As reported: "during the pre-drilling interference check, the drill bit was found to have slight interference with the distal lateral stop hole. It was used as is, and during drilling, the bit deviated from the hole, so drilling was performed while holding the sleeve. The primary complaint is that the intermediate targeting sleeve felt stiff during use."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during the pre-drilling interference check, the drill bit was found to have slight interference with the distal lateral stop hole. It was used as is, and during drilling, the bit deviated from the hole, so drilling was performed while holding the sleeve. The primary complaint is that the intermediate targeting sleeve felt stiff during use."